Manufacturer narrative:
(B)(4). Event month: unknown. Event day and year: 6, 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips deployed but did not form. A second like device was used to complete the procedure with no patient consequences reported.